Event description:
The customer reported the device reboots. There was no reported patient involvement.

Manufacturer narrative:
The processor pca was returned for failure analysis. During the lab test, the reported problem could not be verified or duplicated. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.